Manufacturer narrative:
E1: initial reporter phone (B)(4). E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lithium heparin (lh) 75 usp units blood collection tubes, foreign matter was found in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-may-2025. Investigation summary: bd received one sample and three photos for investigation. Evaluation of the returned sample and photos indicated the presence of embedded foreign material (fm) in the tube, characterized by black specks in the sidewall and bottom. Embedded fm is considered a cosmetic defect, typically resulting from resin colorant or resin adhering to the interior of the mold core and breaking free during production. This is often observed at the start of a production run or after the mold has been stopped for maintenance and then restarted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fm-unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, foreign matter was found in 1 tube. No adverse impact was reported regarding the patient or user.